Event description:
Product used to administer IV fluids for treatment of colic; continuous IV drip of lrs +15 meq/1 kcl to a quarterhorse born in 1987. Blood was noticed on catheter bandage at 3p on 2/26/93 by the attending student. On further inspection the student found the catheter disconnected from the hub with 2-3 mm of the catheter protruding from the skin. The hub was still sutured to the skin. The catheter was then removed from the pt. This is the forth occurrence. One catheter had to be surgically retrieved from the jugular vein of the equine pt.